Event description:
Customer reported a button error on her insulin pump when changing her infusion set. The screen freezes and the device will not rewind. The act button is unresponsive. This happened the last two set changes. Replacing the battery did not resolve the issue. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device has intermittent button response due to moisture damage on keypad traces. Device programmed with the current time and date and monitored in an oven for several days. The time and date is functioning properly. No frozen device noted during testing. Device received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).